Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving a symax stem which was mated with a lfit v40 cocr head was reported. The event was confirmed via evaluation of the returned devices. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the trunnion of the stem was severely worn. Damage is consistent with the loss of taper lock. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to wear of the stem and loss of taper lock. Visual inspection of the returned devices indicated damage consistent with the loss of taper lock on the head and stem. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported, "this pi is for: symax stem with worn conus and loose head." Abgii stem with worn conus and loose head. Symax stem with worn conus and loose head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
It was reported, "this pi is for: symax stem with worn conus and loose head." Abgii stem with worn conus and loose head. Symax stem with worn conus and loose head.